Manufacturer narrative:
(B)(4). Concomitant medical products: item: 00-0903-2628, 3.5mm locking cortical screw, t15 hex, 26mm, lot: 173894-j; item: 00-0903-2622, 3.5mm locking cortical screw, t15 hex, 22mm, lot: 162305-j; item: 00-0903-2512, 3.5mm selft tapping cortical screw, t15 hex, 12mm, lot: 161244-j; item: 00-0903-2518, 3.5mm self tapping cortical screw, t15 hex, 18mm. Lot: 174258-j; item: 00-0903-2516, 3.5mm self tapping cortical screw, t15 hex, 16mm. Lot: 161459-j; item: 00-0907-2103, 130 degree, 3.5mm locking proximal femoral plate, 3-hole, lot: 041626-g. Product has been received by orthopediatrics and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 3006460162-2018-00041.

Event description:
It has been reported that following a surgical procedure to correct a proximal femoral focal deficiency, the screws were discovered to have dissociated from the bone and fractured. It was also reported that the patient was diagnosed with poor bone quality and was not casted following the procedure. The patient underwent a revision procedure. No additional patient consequences were reported.